Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing on three of three attempts. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the maryland bipolar forceps instrument's yaw pulley was melted. The customer stated that the metal parts could be damaged as well. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected. Thermal damage on the pulley cover was confirmed. It was confirmed that monopolar instrument jaw contacted the pulley cover. There was no patient injury.

Manufacturer narrative:
The incorrect product information was provided in the previous report. Please refer to section d for the corrected product information. In addition, b1, b2, and h1 were updated as it was identified that a CT scan was performed on the customer to check for any potential fragments following the surgical procedure.

Event description:
Refer to h11 for follow-up information.